Manufacturer narrative:
(B)(4). The device has been received but not yet evaluated. When additional information is received a supplemental report will be submitted.

Event description:
During a minimally invasive procedure, the device was introduced through intercostal space and then retracted back outside patients body to get a better angle. When the surgeon checked the locking mechanism outside the patients body to adjust the angle of the atriclip in relation to the device shaft it failed to lock. Another clip was placed to complete the case prolonging it five minutes. The patient outcome was not affected.

Manufacturer narrative:
(B)(4). Upon inspection the complaint was confirmed. There was slack in the "up" cable allowing the head of the device to flop.